Manufacturer narrative:
Other applicable components are: product ID: 399930, lot# v116208, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that every time the patient turned the patient programmer on, it said to call the health care professional and it started about 10 days or so prior to the report. At the time of the report, the patient used the patient programmer and was able to sync with the implantable neurostimulator (ins) and saw the elective replacement indicator (eri) message on the patient programmer screen. The patient stated that she may not replace the ins but was not sure what she would do. Additional information received in (B)(6) 2014. It was reported that the patient was still having concerns with the device or therapy but had not sought further help. It was noted that the patient¿s device was about to ¿quit working.¿ additional information was received from the patient on 2017-may-26. It was reported that the patient's system had stopped working three years earlier and that they had thought it was caused by the battery. The patient reported that they were "much better by then" so they didn't have anything done with the ins. The patient reported that at one point, they were sitting on night 1.5 - 3 years ago and they felt like the stimulator was working again. The patient reported that it worked for a few days and then quit. No symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on july 10, 2017. It was reported that the patient first started experiencing the ins unexpectedly working issue on (B)(6), 2012. No actions or interventions were taken to resolve the issue because the patient was not able to find a manufacturer representative in their area. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 399930, lot# v116208, implanted: (B)(6) 2008, product type: lead; product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-08-05. It was reported the patient¿s cardiac doctor wanted the implantable neurostimulator (ins) explanted because it has not worked for about 5 years and the doctor just wanted it out. The patient does not have a managing healthcare provider (hcp) for her ins. The patient was given the number to the answering service to give to the cardiac doctor to page a rep, as the patient stated that they wanted to speak to a rep about doctors in the area because being sent a list of physicians. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they first noticed their implant start working a few days before they contacted the manufacturer. They have not taken any actions to resolve the issue. No further complications were reported/are anticipated.